Event description:
High thresholds and what appears to be intermittent noise on the atrial channel in recordings transmitted to home monitoring reported. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.